Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had beeping and vibrating. Customer's blood glucose value was 127 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer assisted in performing a self test was test failed. Customer will return device for analysis.